Event description:
The pt received her scs system including an ipg, on (B)(6) 2007. It was reported the device was explanted and replaced as the pt was experiencing "sudden sharp and intense pain" at the implant site. It was reported that the physician damaged the ipg during the explant process. The ipg was not returned to ans for evaluation. Follow up on the pt found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MFR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.